Event description:
It was reported to boston scientific that the wire broke on an autotome rx sphincterotome during an endoscopic retrograde cholangiopancreatography procedure (ercp). When the autotome was in position to start cutting, the physician noticed that the wire snapped after electrical current was applied (no device fragments fell off inside the pt). The device was removed and the procedure was finished with another of the same device. There were no pt complications.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.